Event description:
It was reported that the bd ultra fine¿ pen needle was attached to the pen for two hours before failing to push out insulin during use. The consumer reportedly did not complete a flow check beforehand. The following information was provided by the initial reporter: found this one pen needle to not press out insulin. Know it was retail nano pen needle. Had this pen needle attached to the pen for 2 hours before trying to use. Does not complete flow check. Denied reusing needles. Consumer waited till getting home to take insulin. No medical attention noted/needed. Change the pen needle and this 2nd one worked.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for clogged.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra fine¿ pen needle was attached to the pen for two hours before failing to push out insulin during use. The consumer reportedly did not complete a flow check beforehand. The following information was provided by the initial reporter: found this one pen needle to not press out insulin. Know it was retail nano pen needle. Had this pen needle attached to the pen for 2 hours before trying to use. Does not complete flow check. Denied reusing needles. Consumer waited till getting home to take insulin. No medical attention noted/needed. Change the pen needle and this 2nd one worked.